Manufacturer narrative:
This complaint report meets the reporting criteria of an FDA MDR report based on the reporting precedence established for distal needle breakages for this product family regardless of pt outcome. The complaint information was provided as follows: the needle sheath was fixed onto the working channel of the ebus scope. The needle was advanced to puncture the desired lymphnode. Resistance was felt when trying to puncture through cartilage. The needle was pulled back as it couldn't be advanced further. The doctor saw on endoscopic image that the tip of the needle was bent/kinked at the area of the core trap. Scope with needle was taken out. When everything was outside of the patient the needle tip broke off. The procedure was finished with a standard ebus fna needle. There were no echo-hd-22-ebus-p-c (echo) devices of lot# cf893072 in stock at the time of the complaint investigation. 1 x echo device of lot# cf893072 was returned for evaluation. The device was returned in the original package and was open on receipt the needle tip was returned in a separate container. This echo device was received with the needle fully retracted and the stylet fully inserted through the device. The device was examined and no damage was noted to the sheath or sheath tip of the device. The stylet could be retracted and re-inserted without difficulty. The needle could be fully advanced and retracted easily. It was confirmed that the needle tip was missing and had broken at the notch/core trap of the needle. The returned needle tip was examined and it was confirmed to have broken from the needle at the notch/core trap. The needle tip was measured and noted to be approx. 0.5cm in length. The needle tip was examined under the microscope and the distal needle tip was confirmed to be as per specification and was not bent back or kinked. The breakage points were compared and it was confirmed that no part of the needle was missing. There was a lot of blood material present on the needle. The customer complaint was confirmed as the needle tip of the returned device was confirmed to be broken at the notch/core trap. It was confirmed that the stylet was in place during the procedure. The most likely cause of needle tip breakage in this incident may be attributed to the patients' anatomy. Needle tip damage can occur if the lesion being sampled is a particularly hard lesion or if the device is being used in a tortuous anatomy. The complaint information reported that resistance was felt when trying to puncture through cartilages. The needle tip most likely bent/kinked due to excessive force being applied in an attempt to puncture through the cartilage. The complaint information provided also indicated that gaining access to the targeted site was difficult; the endoscope was in a flexed position during the procedure and needle penetration of the intended site was difficult. These conditions would also have contributed to the needle tip damage. The needle tip bend /kink resulted in needle breakage. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. This includes an inspection of the needle tip and notch cut-out area under magnification for damage. A review of the relevant manufacturing records tor this echo device did not reveal any discrepancies which could have contributed to the complaint issue. The complaint information reported that the doctor saw on endoscopic image that tip of needle was bent/kinked at the area of the core trap; scope with needle was taken out; when everything was outside of patient needle tip broke off. It was confirmed that no section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The notes section of the instructions for use that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle sheath was fixed onto the working channel of the ebus scope. The needle was advanced to puncture the desired lymphnode. Resistance was felt when trying to puncture through cartilage. The needle was pulled back as it couldn't be advanced further. The doctor saw on endoscopic image that the tip of the needle was bent/kinked at the area of the core trap. Scope with needle was taken out. When everything was outside of the pt the needle tip broke off. The procedure was finished with a standard ebus fna needle. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.